Manufacturer narrative:
A relationship between the reported incident and the product could not be established as the sample was not available to be returned for evaluation. A review of the batch manufacturing records could not performed as the lot number was not provided. Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that a ¿steroid cream resolved the issue¿ along with a different dressing. It is uncertain if the reaction patient experienced is due to an allergy to medical adhesive or the result of a non-allergic sensitivity/irritation caused by one or more chemicals in the adhesive. The patient impact beyond the reported erythema reaction cannot be determined although it had reportedly resolved. As stated in the instructions for use for allevyn adhesive; ¿do not use allevyn adhesive dressings with oxidising agents such as hypochlorite solutions (eg. Eusol) or hydrogen peroxide, as these can break down the absorbent polyurethane component of the dressing. In common with all adhesive products, some cases of irritation and/or maceration of the skin surrounding the wound have been reported. Infrequently cases of sensitivity to the dressing have been reported.¿ as it could not be confirmed that the allevyn adhesive dressing directly caused or contributed to the reported adverse skin reaction, we have been unable to reach a definitive root cause. No further action is required at this time. If the product or additional relevant information is received, the complaint will be reopened for investigation.

Event description:
It was reported that when tvn removed allevyn dressing from wound of patient on abdomen to discover all area of skin under the dressing and border was red and inflamed, skin in contact with adhesive was hot and red, still intact. Skin not broken down but suspected an allergic reaction. Topical steroid prescribed and patient moved to mepilex border dressing and redness disappeared. Patient skin back to normal now. The steroid has resolved the issue for now.